Event description:
The customer reported that the oxygenator exhibited trouble venting when placing a patient on ECMO. The oxygenator was changed out because it would not de-air. No injury or death reported. (B)(4).